Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black. Case type = ngp customer returned pump for alleged critical pump error (open book image) found on 21-jan-2023. Pump immediately alarmed an open book image once installing an aa lithium battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image). Downloading pump history files and traces using thump software failed due to blue display during download. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, keypad flex connecting cable, and lithium internal battery. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm confirmed, however, unable to confirm the cause of the critical pump error due to blue display during download. Unable to download/upload was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, pcba 1, pcba 2, motor, force sensor, keypad flex connecting cable, and lithium internal battery medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Event description:
Information received by medtronic indicated that the customer reported critical pump error or open book image. No harm requiring medical intervention was reported. The device will be returned for analysis. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.